Event description:
It was reported by a manufacturer's representative that there was an elevated sensing integrity counter (sic) count with the patient's right ventricular (rv) lead. No changes were made and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.